Event description:
A 77-year-old female with acute non-st elevation myocardial infarction was in cath lab for evaluation of severe chest pain due to coronary artery blockage when the intra-aortic balloon pump (iabp) console failed, with error message, "purge failure". Console was disconnected and replaced with another console which worked properly. No harm to the patient, but inconvenience as she was having active chest pain. Cardiac catheterization.